Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a coronary procedure, it was noted that more blood than usual was observed leaking from the valve of the copilot valve. The procedure was completed with the same copilot device, and was not changed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.